Manufacturer narrative:
Upon inspection, the field safety technician determined that there was smoke coming from the circuit board. Treadmills are used in conjunction with stress testing and cardiac rehabilitation. A non-emergent stress test is used to determine how well the patient¿s heart and lungs function during physical activity. The treadmill has a moving and an inclined surface that may be difficult to negotiate for patients with compromised physical abilities. Cardiac rehabilitation programs are designed for patients suffering from heart disease. These programs employ a multidisciplinary approach. The aim is to improve functional capacity, lessen activity related symptoms, reduce disability and promote lifestyle changes to correct adverse risk factors (smoking, diet, exercise). This will reduce subsequent morbidity and mortality. The overall output is a quality of life improvement. The goal of the pulmonary rehabilitation is the same as cardiac; however, the parameters tracked for resting, exercise and recovery are different for pulmonary. A replacement circuit board was ordered to resolve the issue. Based on this information, no further actions are required at this time. Although there was no reported injury, if the incident were to recur and the device sparked and emitted smoke due to a short circuit during use, it could lead to a serious injury or death. Therefore, hillrom considers this to be a reportable malfunction.

Event description:
The customer reported that the tm55 treadmill while not in use nor moving began to smoke and show a glow underneath while a physician was demonstrating to another nurse how to use the estop function. This incident was captured under hillrom complaint ref #(B)(4).